Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to start of da vinci-assisted radial cystectomy with illeal conduct surgical procedure, site contacted intuitive technical support engineer (tse) to report persistent recoverable errors on universal surgical manipulator (usm) that would only allow the arm to be disabled. Prior to calling they swapped out the patient cart with another system and continued as planned. The procedure was converted to another dv with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the ¿32056¿ error was found indicating ¿aca in usm3 failed to initialize inter-integrated circuit (i2c) device¿ on the usm axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a known good system where the error 32056 occurred, replicating the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where adaptive gain control (agc) current was found to be failing on the axis. Once testing was completed, the yaw searchlight flat flex cable (ffc) was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The root cause is attributed to a faulty yaw searchlight flat flex cable in the usm.

Event description:
Refer to h11 for follow-up information.